Event description:
It was reported that the implantable pulse generator (ipg) experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A clinical data review indicated that the eri occurred between (B)(6) 2013 1:43 pm and (B)(6) 2013 1:43 pm. The device was explanted in (B)(6) of 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).